Event description:
Target was informed that during an aneurysm embolization procedure (needed for a previously ruptured aneurysm that was hemorrhaging) on gdc coil was deployed into the aneurysm to occlude it. An attempt was made to deploy a second gdc coil but the coil would not detach. While trying to detach the coil the pt expired on the table. No other info is known about the procedure at this time.